Event description:
It was reported that after transporting the patient from cath lab to hvu, the cardiosave intra-aortic balloon pump (iabp) unit shut off unexpectedly. The balloon pump was not plugged in at the time- but did not alarm for low battery or any issues. Site check was done with another nurse as primary was in with a procedure in another room ¿ approximately 1-1.5 hrs. After patient came to hvu ¿ primary nurse was doing her assessment -checking lungs and looked down towards iabp and saw screen go black. She quickly assessed things and saw pump was not plugged in yet from transport ¿ quickly plugged it in and then pump came back on after a few minutes - and pumping was able to be resumed without difficulty. Since then, the same balloon pump seems to be working appropriately. They have unplugged it and transported with it without any issues. No patient harm indicated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The cardiosave intra-aortic balloon pump (iabp) had a issue of unexpected pump shut-down. Following up on the balloon pump issue we spoke about yesterday- we put a balloon pump in a patient earlier in the week and after transporting the patient from cath lab to hvu, the pump shut off unexpectedly. The balloon pump was not plugged in at the time- but to our understanding, did not alarm for low battery or any issues. It had been unplugged for less than 30 minutes. Since then, the same balloon pump seems to be working appropriately. We have unplugged it and transported with it without any issues. (B)(6) has put a call out to the nurse that was in the room to see if there are any other details that she recalls, we are waiting to hear back. Just wanted to put it on your radar. No further information available. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).